Manufacturer narrative:
(B)(4).

Event description:
Procedure type: l.ant resec w/end-end anast. According to the reporter: the ta 45 3.5s did not successfully fire when applied to bowel during the procedure. The surgeon felt that the tissue had perhaps been too thick and requested a ta45 4.8l cartridge to replace the 3.5, the 4.8 cartridge was applied but also was not successfully fired- did not fire. The instrument jammed and the surgeon requested a new stapler. No ill effect to the pt. The operative time was extended over 30 minutes. The patient's hospital stay was extended and still recovering.